Event description:
The surgeon reported that this bilateral patient's left side device was explanted in 2006 due to poor performance and incomplete insertion of the electrode array. The surgeon also noted that the patient had a csf leak (no date provided). Reimplant surgery is planned.

Manufacturer narrative:
This type of event is addressed in the device labeling code #1738.